Manufacturer narrative:
The downloaded device returned an 0x14 alarm. Timeouts were observed towards the end of the device run, but no abnormalities were found with the rotational sensor data. The cause of the generated alarm could not be determined. In addition, a tear was found on the exposed portion of the soft cannula. A leak test was performed and fluid was seen exiting the tear. The time and cause of the tear cannot be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 369 mg/dl, while wearing the pod longer than 48 hours. For treatment, the patient changed out the pod for a new pod.